Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a left primary hip surgery as the tech screwed the trial onto the handle to trial for the implant, the threads stripped rendering the trial unusable. There was another handle and trial available and the case completed without any delay or adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding damage involving an other hip trial was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: there is no indication that patient factors contributed to the reported event. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that during a left primary hip surgery as the tech screwed the trial onto the handle to trial for the implant, the threads stripped rendering the trial unuseable. There was another handle and trial available and the case completed without any delay or adverse consequences.